Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 13. On (B)(6) 2025, fracture of the implant was verified. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.